Event description:
No additional information received form the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Olympus surmised that the reported issue occurred due to faulty internal unit related to communication with the high-definition scope and camera head; however, olympus could not identify the cause of the defective internal unit. Based on the results of the investigation, the probable cause is linked to device but unable to trace more specifically. The investigation could not identify the actual root cause. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown procedure, the video processor frequently exhibited an error code e226. This resulted to the delay of the procedure for 30 minutes or more while the patient was under sedation. The procedure was still completed with the use of a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.